Event description:
It was reported that stimulation was turning off and the device was not holding a charge for more than 3 hours following a fall. The patient was not able to charge over 25%. The patient caught their sandal and fell off a small boulder she was sitting on after being startled by a stranger in the prayer garden. The patient was to be educated on time needed to recharge and the interface icons. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Recharger: model 37752, serial # (B)(4), implanted: na, explanted: na. Patient programmer: model 37743, serial # (B)(4), implanted: na, explanted: na. Lead: model 39565, serial # (B)(4), implanted: 2010 (B)(6), explanted: unk.

Event description:
Additional information received reported that the patient stated she was spending too much time recharging. The patient did not always see 8 full bars while recharging, and believed that there was a connector pin issue. It was noted that the patient did not have a recharger belt.

Event description:
Additional information received noted that there were no tests performed. There were no issues; patient impatience. The manufacturer's representative talked with the patient over the next few days. The patient outcome was that stim was working effectively with recharging as it should be.